Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the patient that she was operated with the ast right total hip replacement on (B)(6) 2005. During mid of (B)(6) 2015 the patient became aware that the acetabular cup has been loosened and proceeded with the revision surgery. Patient is seeking reimbursement. Doi: (B)(6) 2005; dor: (B)(6) 2015; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.